Event description:
The event is reported as: the customer alleges that the catheter would not come out when the patient tried to remove it. The patient went to the emergency room to have it removed. The catheter was removed successfully in its entirety. No patient injury or consequence reported.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.